Event description:
It was reported the system froze during an exposure and the monitor went black losing the image, this caused the patient to be re-exposed. It was determined that the computer needed to be replaced. Once this was done the system is working as intended.